Event description:
It was learned via an edwards clinical specialist that a patient with an implanted aortic bioprosthetic valve had demonstrated stenosis after an implant duration of approximately 9.5 years. The patient was admitted to clinical trial and underwent a transcatheter valve in valve procedure to address the stenosis. Tee indicates ava 0.6 cm2, mean grad 57 mmhg, vmax 437 m/sec, ef 38%, mild ai.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors as well as intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or specified. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.